Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-309020. It was reported that the patient was experiencing ineffective stimulation. As a result fluoroscopy imagining was performed which confirmed that the leads had migrated. On (B)(6) 2020, the leads were repositioned and therapy was restored post-operatively.

Manufacturer narrative:
Corrected data: b5 description should have included 'explanted and replaced' rather than 'repositioned' in the initial report submission.